Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 30 months ago. It was reported that the CT demonstrated that the graft had migrated 30 mm toward the distal direction. At the time of migration, the aortic neck had a reverse funnel shaped, 23 mm to 28 mm in diameter. The cause of the migration was disease progression resulting in aortic dilatation. The physician elected to implant an aneurx cuff and a talent cuff to successfully cover the migration. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: endoleak, graft migration. Disease progression resulting in aortic neck dilatation. Conclusion: disease progression resulting in aortic neck dilatation.